Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted during a bronchus stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a malignant stricture. No issues were noted during stent implantation. On (B)(6) 2014, an endoscopy was performed and the physician noted that the proximal end of the stent appeared torn and folded inwards. Reportedly, the stent remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted during a bronchus stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a malignant stricture. No issues were noted during stent implantation. On (B)(6) 2014, an endoscopy was performed and the physician noted that the proximal end of the stent appeared torn and folded inwards. Reportedly, the stent remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on 25aug2014. The stent was used to treat a 2-3 cm malignant stricture in the left main bronchus. Following stent placement, the patient did not undergo radiation therapy. In the physician¿s assessment, the stent broke possibly due to the premature fatigue of metals.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event of stent broken. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.